Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with an ecr60d cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot number provided, r59n9z, does not refer to a gst60b cartridge reload. Please provide a valid six digit lot or batch number for the gst60b device.

Event description:
It was reported that during a lap gastric bypass surgery with doctor on (B)(6) 2018, we had an articulating stapler long60a and reload gst60b that misfired at g-j anastomosis and pushed the tissue forward and did not cut on inspection after a small hole in the small bowel. ¿u¿ shaped staples but no ¿anastomosis¿. No patient consequence.